Manufacturer narrative:
Additional information has been requested, but no additional information has been received. The lens brand model and lot number were not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
The lens was not returned for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined. Per directions for use (dfu): potential complications may include precipitates on the surface of the iol. Also, secondary surgery is a contributing factor to opacification of hydrophilic acrylic iols as described in the literature. (Neuhann et al. Ophthalmology 2008;115:73¿79).

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information received indicates that the patient was implanted with lens in 2010. On (B)(6) 2010 distance vision was fine but patient was not happy wearing reading glasses. Patient wanted to be near-sighted in the non dominant eye. On (B)(6) 2010, patient was implanted in left eye with a 2.00 diopter piggyback lens as surgeon could not free the implanted lens without dislocating the capsular bag zonule. On (B)(6) 2011, distance vision was fine but patient was disappointed with reading glasses. Yag was performed on (B)(6) 2013 due to cloudy membrane was observed between the 2 iols in the left eye on the front side of the original implant. On (B)(6) 2014, a second yag laser procedure was performed, but haze remained present. Both iols were explanted on (B)(6) 2014, requiring 2 hours of surgery time. Iris hooks were used for pupil retraction and due to considerable zonular laxity, a capsular tension ring was inserted prior to implantation of another model lens in the bag. On (B)(6) 2014 visit, patient was doing well, the vision was not as good as right eye but was good. Please reference MFR # 1313525-2015-02177 for the piggyback lens implanted.

Event description:
It was reported that a pt was implanted with a "clouded" bausch and lomb lens. The pt had three additional surgeries post lens implant. The lens was explanted in (B)(6) 2014. Reportedly, it was at that time the doctor determined that there was a problem with the clarity of the lens itself.

Manufacturer narrative:
Investigation is underway. A supplemental report wil be submitted upon completion of the investigation.